Event description:
The patient was revised because of loosening and subsidence.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the reported part and lot number combination. Provided info also states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.